Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device failed the user test and logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The event code was not repeatable. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker determined that the cause of the reported issue was due to a software issue with the device. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device failed the user test and logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.